Event description:
Fast-fix meniscal repair system malfunctioned in that in one device, one of the implants deployed prematurely and the second device, the knot did not slide. One implant left in patient. Procedure was extended approximately 20 minutes. Procedure was successfully completed.